Manufacturer narrative:
This report is to retract report MFR#, 2017865-2023-23240 submitted on (B)(6) 2023. This report was erroneously submitted. This is a not a reportable event as this was a duplicate report . All previously submitted information should be corrected to not applicable and null fields.

Event description:
New information noted that there is no complaint on the device and the noise was reported in a duplicate per.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise. Further information was requested; however, was not provided.